Event description:
A hospital in (B)(6) reported that an rt236 neonatal breathing circuit caused a leak alarm to sound from a servo-I ventilator after seven days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complete breathing circuit was received and was visually inspected and pressure tested to check for leakage. Results: visual inspection revealed that the swivel wye had scuff marks and that it was cracked along its length. The pressure test revealed that the circuit was out of specification. A lot check was not performed as a lot number was not provided. Conclusion: all rt236 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. We note that the subject circuit had been used for seven days before the reported failure, and thus became damaged while use. The user instructions that accompany the rt236 infant breathing circuit state the following: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms. Hospital staff correctly checked the circuit before use, which is in line with our user instructions.